Event description:
The customer observed a falsely decreased alinity I tsh result for a patient while using the alinity I processing module. The following data was provided by the customer during patient follow-up visits between (B)(6) to (B)(6) 2021: on (B)(6) 2021 sid (B)(6) = tsh (reagent lot 22171ui00 / architect (B)(4)) = 0.06 miu/l, ft3 = 3.40 ng/l, ft4 =7.1 ng/l on (B)(6) 2021 sid (B)(6) = tsh (reagent lot 23136ui00) = 0.08 miu /l (ran on alinity analyzer (B)(4)) on (B)(6) 2021 (no sample ID provided) = tsh 0.05 miu /l, ft3 = 3.09 ng /l, ft4 = 7.3 ng /l on (B)(6) 2021 sid (B)(6) = tsh (reagent lot 26154ud00 / architect (B)(4)) = 0.06 miu /l, ft3 = 3.00 ng /l, ft4 = 8.7 ng /l the patient was at (B)(6) for a routine check-up and generated a normal tsh result. The customer was asked to send their sample from (B)(6) 2021 to be retested on the roche cobas. The following results were tsh = 2.6 miu/l, ft3 = 3.55 ng/l, and ft4 = 0.9 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for a falsely decreased alinity I tsh result included a search for similar complaints, and the review of complaint text, trending data, labeling and device history record. Return testing was not completed as returns were not available. In-house testing for reagent lot 23136ui00 was completed. Trending review determined no trends were identified for the issue for the product. Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot 23136ui00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I tsh, lot 23136ui00 was identified. See manufacturer report: 3005094123-2021-00120 and 3005094123-2021-00121 for the tsh results generated on the architect analyzers.